Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon was unable to be deflated. Stated that the surgeon attempted to deflate by cutting the inflation and deflation port with no change. Surgeon ultimately utilized a 21g needle to puncture balloon with success.

Manufacturer narrative:
The reported event was inconclusive since sample condition was poor. A potential root cause for this failure could be foreign matter during processes (flap or flash during punching). The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients patients with known allergy to silver coated catheter" correction: a, d, g, h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter balloon was unable to be deflated. Stated that the surgeon attempted to deflate by cutting the inflation and deflation port with no change. Surgeon ultimately utilized a 21g needle to puncture balloon with success. Per additional information received via sample form on 21jul2022, stated that during total vaginal hysterectomy (tvh), laparoscopic salpingo oophorectomy (lso), anterior repair and cystoscopy procedure, urinary catheter was unable to be deflated using standard technique or intervention. A 21g needle had to be introduced up the urethra to deflate the balloon to remove the catheter.